Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that they started having accidents so they checked their remote and saw a power on reset (por). No further complications were reported or anticipated.

Manufacturer narrative:
Review of the additional information received shows that there is now information to reasonably suggest that the device in this report did not cause or contribute to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry for cause of the power on reset (por) the patient replied ¿excessive stimulation setting (7.8), used up the battery in about 2 ½ years. In response to the inquiry for actions/interventions taken to resolve the por the patient replied the interstim battery was replaced on (B)(6) 2019. There were no further complications reported.